Event description:
Material#: 301643 lot#: 2319532. It was reported by the customer reported during the second shift qc visual inspection on 08-dec-2023, the qc technician identified one (1) nonconforming piece out of 50, specifically due to glue splatter on the cannula. Verbatim: rcc received a complaint via email. Email(s) attached. During the second shift qc visual inspection on 08-dec-2023, the qc technician identified one (1) nonconforming piece out of 50, specifically due to glue splatter on the cannula. The affected cannula has been traced back to bag #47, batch 2319532, part number 301643.

Manufacturer narrative:
Pr (B)(4).: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. It was reported there was glue spatter on a cannula. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle with epoxy on it. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced epoxy on the needle. A device history record review was completed for provided material number 301643, lot 2319532. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This defect appears to be occurring below its expected frequency. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.